Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: pain inter; diff bowel; rec incont. Nonsurgical treatments: on (B)(6) 2014 the patient commenced incontinence medication: vesicare for the treatment of: bladder training. Treatment duration: 4 weeks. The patient was treated with topical treatment (including oestrogen cream). On (B)(6) 2009 the patient commenced incontinence medication: estradiol 10mg for the treatment of: to improve the function of the blood flow around the urethra, bladder and vagina making the tissues stronger so they can function more effectively. Treatment duration: consistently now ( twice a week) since 2016.